Event description:
The patient reported seeing an elective replacement indicator (eri) on (B)(6) 2016. There was dissatisfaction with implantable neurostimulator (ins) longevity. The patient stated that it "seemed awful fast" as it had been about one and a half years. He was going to follow-up with his healthcare provider (hcp). There were no associated symptoms. The patient's indication(s) for use were parkinson's dual.

Event description:
Additional information received from the consumer reported that the patient was using increasingly higher settings as time progressed. He also stopped turning it off at night because he was afraid he would not remember to turn it back on in the morning. The battery was replaced to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.